Event description:
It is reported that pt underwent reimplantation of the left total knee replacement using zimmer ibii products. The previous total knee had been removed due to staph infection (MFR unknown). Pt did well post-op until 14 months later when pt experienced an onset of pain and was unable to bear weight on knee. Pt saw treating physician the same day and was diagnosed as having a repeat staph infection, lesser strain. Also, x-rays revealed that the articulating surface had displaced but that the locking pin remained in position. As a result of the radiological findings, pt's articulating surface and locking pin were removed and replaced using zimmer ibii components. Pt did well post operatively.